Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred after plugging the pump into a wall outlet. The customer used an alternate wall adapter and the pump charged successfully. Additionally, the customer reported the pump reset while connected to a power source. The customer's blood glucose (bg) was reportedly "within range". Although clarification was requested by tandem customer technical support (cts), it was unable to be confirmed if the customer inadvertently held the wake button while the pump was connected to a power source and placed the pump into storage mode. Pump data logs were not available for review by cts.